Event description:
The connector cracked when the injection cap was being put on after a hemed cvac 9.5 fr single lumen catheter was inserted. The catheter was removed and another inserted. No pt harm was reported.